Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name: jdo. Part number reported was 280.385 and lot 4788445, the correct part number for this lot number is 280.285. Removal of hardware that was removed only because of the patient having avascular necrosis (avn) and will need to be scheduled for a total hip in the future. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a hardware removal was performed for a dynamic hip system, there was reported to be no patient reaction, infection and or damage related to the device. The surgeon's primary reason for explant was reported to be due to the patient having avascular necrosis (avn) and will need to be scheduled for a total hip in the future. The outcome of explant surgery was successful. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a device history review was conducted. The report indicates that it revealed no complaint related anomalies. The device history record shows lot 4788445 of dhs/dcs one-step lag screws was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed the raw material lot 4647475 met all specifications. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.